Manufacturer narrative:
Corrected information: the date for the initial report is also (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient in surgery on (B)(6) 2017 for a routine pump replacement procedure. The proximal segment of the catheter and pump were successfully replaced. The catheter was successfully aspirated and the patients therapy was reinitiated normally. The cause of the inability to aspirate the catheter was unable to be determined, and the catheter was disposed of at the time of the procedure. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# j10902r27, implanted: (B)(6) 2002, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl (200 mcg/ml at 50.61 mcg/day), hydromorphone (15 mg/ml at 3.79 mg/day), and bupivacaine (35 mg/ml at 8.857 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2017, intraoperatively, they were unable to aspirate the catheter via the cap (catheter access port) so they replaced the proximal portion of the catheter. The patient had no therapy issues. No further complications have been reported as a result of this event.